Event description:
During a ptca treatment procedure, inflation difficulties were encountered. The physician was attempting to inflate the quantum maverick balloon in a 99%, calcified lesion in a tortuous lad, but the balloon would not inflate until the pressure was increased to 12 atms. Another product was used and the procedure was successfully completed. No patient injury or complications were reported. The patient status is reported to be "good".